Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a tortuous lad. After implanting one stent an attempt was made to deliver a 2nd stent proxmial to the first, but a lot of resistance was felt. While pulling back the device the stent dislodged in the guiding catheter. The stent was retrieved.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. As the lot number of the orsiro us concerned was not reported by the hospital, the production documentation of the last three orsiro us lots in the corresponding size that were delivered to this hospital prior to the reported event date was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the instruments were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.